Event description:
Event details: tested negative for flu a but tested positive at the doctor's office tested negative for flu a using these tests but tested positive at the doctor's office.

Manufacturer narrative:
Customer is claiming false negative for flu a because they tested negative with the ihealth test then positive at the doctor's office. Doctor's test was not specified. Lot number of the test kit was not provided because test was discarded. So the manufacturer cannot effectively verify and confirm customer feedback.